Event description:
The customer received questionable gentamicin results for one patient sample. The initial result was 2.1 g/ml and was reported outside the laboratory. The nurse questioned the result and sent a second sample for testing. The result for this sample was 0.8 g/ml which was in line with what the nursing staff expected. The laboratory retested the original sample with results of 6.0 g/ml and 1.1 g/ml. The sample was also tested on another cobas c501 and the result was 0.3 g/ml. This result was believed to be correct. The patient was not adversely affected. The reagent lot number was 708102. The expiration date was requested, but was not provided. The field service representative could not find a cause and could not reproduce the issue. He ran precision testing with results within the expected ranges.

Manufacturer narrative:
A specific root cause could not be identified. As calibration and quality control were acceptable in the period before and after the event, a general issue with reagent and instrument could be excluded. Since the sample was from a newborn patient, the issue may have been due to a low sample volume.